Manufacturer narrative:
The reporter stated that they heard the sam 300 turn itself on and that the device was observed to be "going thru its verbal prompts". The device was returned for investigation. On return of the device the memory for the device was downloaded. The memory recorded the device being switched on twice. Both events were on (B)(6) 2012 within twenty seconds of each other. On both occasions the device was switched on for less than 5 seconds. It is believed that the memory on the device may have been erased by the end user prior to returning to heartsine. The returned device was tested and found to perform to specification. The returned battery was a fresh battery with an expiry date of september 2016. Testing of the battery returned with the device indicated that the battery was unused and had full electrical charge remaining. The returned battery showed no signs of drain due to the device switching itself on. Laboratory inspection and investigation was unable to detect any fault on the device. It was not possible to confirm the fault reported by the end user or subsequently diagnose any root cause. At no point during the pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.